Event description:
It was reported that the right atrial (ra) lead exhibited low intrinsic amplitude. Boston scientific technical services (ts) confirmed atrial intrinsic amplitude out of range. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).